Event description:
Morphine overfusion-"run away" delivery 100 ml bag of morphine delivered to the pt. Cassette adaptor (sims deltec part #21-7034) was not properly attached to bottom of the pca nor was the anti-siphon valve used. Instead they used braun safsite valve on the end of tubing.